Event description:
Amo complete moisture plus contact lens solution, which has been to date only recalled in the 12 oz size, gave me a eye infection, even though I used the 2 oz. Bottle. Dates of use: 2007. Diagnosis or reason for use: contact lens solution.